Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced air embolism and st segment elevation. During a pulmonary vein isolation procedure to treat atrial fibrillation, the patient experienced air embolism and st segment elevation, the procedure was abandoned. Air embolism was noted while injecting contrast for left superior pulmonary vein (lspv) via angiography prior to the pulsed field ablation (pfa). The patients blood pressure dropped minutes after with st elevation and was resuscitated by lab staff. The patient is awake and in an intensive care unit (ICU) after the procedure. There were no signs of myocardial or neurological complications. The type of irrigation used was a pump and contrast pump at 2ml per minute. The patient is expected to fully recover. The faradrive steerable sheath is not expected to return as it was disposed. It was further reported and clarified that the procedure was cancelled during the procedure and no pfa was applied. The physician struggled to cross the septum, using both verscross connect and brk approaches. It was not known if the sheath valve was closed or opened during exchange of devices. However, the sheath was connected to contrast pump and transducer system. The patient was stabilized. No physician damage was observed in the device prior the procedure. As the procedure was cancelled, nil lesions were performed. Heparin with activated clot time was above 300 seconds. The patient's ejection fraction was not known. No circulatory support device was used. The patient was discharged with no complications and the pfa procedure was rescheduled.

Manufacturer narrative:
Correction to section h6 code f08 hospitalization or prolonged hospitalization was removed as we already listed code f0801. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced air embolism and st segment elevation. During a pulmonary vein isolation procedure to treat atrial fibrillation, the patient experienced air embolism and st segment elevation, the procedure was abandoned. Air embolism was noted while injecting contrast for left superior pulmonary vein (lspv) via angiography prior to the pulsed field ablation (pfa). The patients blood pressure dropped minutes after with st elevation and was resuscitated by lab staff. The patient is awake and in an intensive care unit (ICU) after the procedure. There were no signs of myocardial or neurological complications. The type of irrigation used was a pump and contrast pump at 2ml per minute. The patient is expected to fully recover. The faradrive steerable sheath is not expected to return as it was disposed. It was further reported and clarified that the procedure was cancelled during the procedure and no pfa was applied. The physician struggled to cross the septum, using both verscross connect and brk approaches. It was not known if the sheath valve was closed or opened during exchange of devices. However, the sheath was connected to contrast pump and transducer system. The patient was stabilized. No physician damage was observed in the device prior the procedure. As the procedure was cancelled, nil lesions were performed. Heparin with activated clot time was above 300 seconds. The patient's ejection fraction was not known. No circulatory support device was used. The patient was discharged with no complications and the pfa procedure was rescheduled.